Event description:
It was reported that the battery compartment was damaged. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) was buckling/dented. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal, a buckling/dented uso seal and a defective front piezo that doesn't produce sound. The dso, uso seals and front piezo were replaced to fix the issue.